Manufacturer narrative:
The customer returned the meter and test strips. A specific root cause was not identified for this event. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.1 inr, donor #2 inr: 2.2 inr. Donor #1 hct: 44% , donor #2 hct: 56%. Donor #1: master lot: 3.2 inr, donor #1: customer strip and meter: 3.1 inr. Donor #2: master lot: 2.2 inr, donor #2: customer strip and meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter serial number (B)(4) compared to his trainer¿s coaguchek meter. The customer was tested initially on the trainer¿s coaguchek meter at 12:40 p.m. With a result of 4.1 inr. The customer tested on his meter with serial number (B)(4) at 12:42 p.m. And the result was 5.9 inr. The customer retested on his meter using a different finger at 12:47 p.m. And the result was 5.3 inr. After the test at 12:47 p.m. The customer went to the hospital laboratory on his own and the result from an unknown laboratory method at 2:30 p.m. Was 4.3 inr. The customer reported the result of 5.3 inr to his healthcare provider and his warfarin dose was changed from 10 mg to 5 mg for 2 days based on the result. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. The customer tested on his meter on (B)(6) 2017 and the result was 4.7 inr. No adverse event occurred. The customer is in good condition. The customer does not have anemia or antiphospholipid antibodies. The customer is not taking heparin or other direct thrombin inhibitors. The customer was using steroids for 5 days due to enlarged lymph nodes and took his last dose on (B)(6) 2017. The customer is not experiencing any bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.